Event description:
This customer reported that while attempting to get a 12l ECG display, the soft keys froze. There was no impact to the pt.

Manufacturer narrative:
(B)(4). This customer reported that while attempting to get a 12l ECG display, the soft keys froze. There was no impact to the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.